Event description:
This report is 1 of 2 for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: (B)(6) reported an adverse event of proximal screw breakage. The event was of mild severity and definitely related to device and possibly related to procedure.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.